Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is currently in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device could not secure the cutter. The device was used during surgery. No injury or medical intervention occurred. There was no additional information provided.